Event description:
Consumer contacted dexcom to report low audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported low audio output.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. A review of the receiver data log did not confirm the complaint of low audio output.